Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04842 and 06927).

Event description:
Legal counsel reported patient underwent a left total hip arthroplasty on (B)(6) 2011. Legal counsel reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning and metallosis, and elevated metal ion levels. Additional information provided in patient medical records indicate left hip revision performed on (B)(6) 2013 was due to pain. The patient¿s operative report noted fluid, a loose acetabular component, pseudomembrane and reactive tissue with osteolysis. Additional information received in patient medical records noted that on (B)(6) 2013 patient¿s blood was tested. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.